Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had high blood glucose episodes that caused her to change her infusion sets earlier than expected. The patient's blood glucose over a week ago during the initial hyperglycemic episode was 348 mg/dl, then 366 mg/dl later that day. A week later her blood glucose was 337 mg/dl and 416 mg/dl. A few days later, it was 499 mg/dl, 549 mg/dl, and back down to 463 mg/dl. She woke that morning of the call with a blood glucose of 572 mg/dl. Her current blood glucose on the phone was 581 mg/dl. She reported extreme thirst as a symptom of her high blood glucose, and drank 4 bottles of water that day prior to calling. She had been treating her hyperglycemia with the pump. Troubleshooting was initiated to inspect the pump. There were three air bubbles found along the tubing, which were removed with a manual prime. The current infusion set had a bent cannula as well. A high pressure test was declined. No products were shipped or returned.